Manufacturer narrative:
The complaint of the stuck electrodes in the ipg header was confirmed. As received, the ipg had a terminal end electrode broken off inside the upper and lower header port and was pulled out from the header during analysis. The ipg was functionally tested on the auto tester and passed all tests. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Corrected data h6 - adverse event problem (refer to coding manual)-health effect - impact code.

Manufacturer narrative:
Reporter phone number (B)(6).

Event description:
It was reported that during a lead replacement, the physician was unable to pull out the leads from the ipg header, as a result, the leads and ipg were explanted and replaced to address the issue.